Event description:
The customer called and reported he was taken by ambulance to the hospital with low blood glucose and experienced a diabetic seizure. The customer was charging the transmitter to his sensor at night and was unable to detect his low blood glucose in the 30 to 39 mg/dl range, as a result. The customer's father fed him sugar to treat. Customer also stated he was taking muscle relaxers for a muscle spasm, possibly causing the low, and the customer also thought he may not have eaten. The customer declined to do additional troubleshooting for low blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please reference medwatch report 3004209178-2015-53856 on this event.